Event description:
It was reported that the device was tested prior to use. During testing, the device had a low battery voltage; a message indicating the elective replacement indicator (eri) had been reached as a result of cold storage was noted. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).